Manufacturer narrative:
H.10: a picture of the plug was provided. However, it was discarded and no further investigation could be performed. Complaints database review revealed one similar event occurred on this same device three months prior to this one. However, no trend or pattern could be identified for this issue. The most likely root cause of the reported issue can be a loose contact between the internal components of the plug resulting in the overheating and consequently on burn marks on the plug.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The power cable was replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the mains plug of a heater-cooler system 3t burnt at the level of a contact pin. The issue was identified during priming.there was no patient involvement.